Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to button keypad anomaly. No scrolling numbers display anomaly noted. Pump received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the screens were scrolling. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.